Manufacturer narrative:
Additional information can be found the following fields: a4 updated to document patient weight: 85 kg.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined as the vessel sealer extend instrument was discarded by the site and is not available for evaluation. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments were reused in subsequent procedures, a site review shows no complaint filed against the instruments. No image or video clip for the reported event was submitted for review. The logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) and the following findings were obtained: the vessel sealer extend was on the system for 7 minutes toward the end of the da vinci-assisted part of the procedure; 1 homing event, 2 cuts, and 8 applications of energy. No errors recorded, nothing suggestive of an instrument failure. This complaint is a reportable adverse event and malfunction due to the following: during a da vinci-assisted low anterior resection procedure, there was bleeding from the inferior mesenteric vein (imv) after the surgeon used the vessel sealer extend to seal and cut the vessel. The procedure was converted to open to control the bleeding. The bleeding was well controlled, and the patient recovered well. The system log review did not show any events that would suggest a product issue. The logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) did not show any errors or evidence of instrument failure. The placement of a clip, suture, staple, or other intervention that was not planned, to control bleeding of a vascular structure is a medical intervention to preclude permanent impairment and thus, is a reportable adverse event. Moreover, the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer extend may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis. Follow-up was attempted, but some of the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was initially reported that during a da vinci-assisted low anterior resection procedure, the inferior mesenteric vein (imv) (or one of its tributaries) was avulsed off after the surgeon tented up the mesentery too aggressively. Prior to that, the surgeon had sealed and transected the vessel with the vessel sealer extend with no issues. The tear caused significant bleeding and the procedure was converted to open procedure to control the bleeding. The bleeding was well controlled, and the patient was fine. Intuitive surgical inc. (Isi) obtained the following additional information regarding the reported event: the issue occurred during ligation of the inferior mesenteric vein with the vessel sealer extend. After sealing, the surgeon cut the imv, and the vessel bled from either end of the cut vessel. The surgeon commented that he does not consider this an avulsion as the vein had already been divided. The robotic coordinator was unsure if the generator produced any tones/or whether there were any error messages seen. She was also unsure if there was any tissue tension or vessel calcification, if the diameter of the vessel was greater than 7 mm, if there was previous exposure to chemotherapy and radiation, whether tissue effect was observed during the sealing cycle, whether the jaws came into contact with hard material and whether the jaws were immersed in liquid or contaminated with biodebris during the sealing process. There was no non-intuitive motion of the instrument or arm during the procedure. The abdomen was packed with gauze and the affected vessel was ligated with sutures to stop the bleeding. The site believes the vessel sealer extend was the cause of the intra-operative complications. The amount of blood loss was 500 ml. The patient was not admitted to the ICU. There were no post-operative complications. The vessel sealer extend has been discarded and is not available for evaluation. The patient was a (B)(6) white, male, weighing (B)(6). He has a medical history of rectal cancer.